Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6b: explant date: not applicable, as lens was not explanted. Section e1: establishment address: unknown/not provided. Section e1: email address: unknown/not provided. Section e1: initial reporter: telephone number: unknown/not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens at delivery had an issue with the leading haptic not unfolding during delivery, and it resulted in a small crack at the edge of the optic. There was no delay in treatment or other interventions performed. Lens remained implanted in the patient's eye. No further information was provided.